Manufacturer narrative:
The risk of the encountered issue is considered as very low because the operator can easily identify the improper system status. After receiving the power failure alarm (indicated in the alarm screen of the control unit), the operator can check whether the module is in "power off" condition in screen "utility-system configuration-module setting". In case the module is in power off status, the operator has to shut down the system once. After a reboot of the whole system, the modules can be activated in "utility-system configuration-module settings". The system will then return to normal operation. No adverse event was reported.

Event description:
The customer reported that they received questionable results for "more than 50" patient samples tested for thyrotropin (tsh) and ferritin. The customer noticed the results after experiencing power/ fuse issues with the analyzer that resulted from the customer plugging a printer into the same power strip as the instrument. The power/fuse issues were addressed by the field service representative and afterwards, the customer noticed questionable patient and quality control results. Of the "more than 50" samples, thirty three were found to have erroneous results. The original results for all thirty three samples were reported outside of the laboratory. All thirty three samples were repeated and the repeat results were believed to be correct. Corrected reports were issued for the repeat results. Refer to the attachment for all original and repeat result values. Tsh units are reported in uiu/ml and ferritin units are reported in ng/ml. No patients were adversely affected by the event. The tsh and ferritin reagent lot numbers and expiration dates were not provided by the customer. The field service representative determined that the instrument went into a powerdown mode due to a laser printer being plugged into the surge protector with the computer which caused the analyzer to go offline. The instrument was powered up in the software and it appears to have generated an issue with giving the correct readouts for tsh. He performed a full system reboot. The customer then ran quality control on the instrument and all assays were back to where they should be. All checks are good. The field engineering support manager states that reconnection to the cobas e602 module failed while attempting to reboot the cobas 8000 system, resulting in the lack of a valid reagent registration and the matrix barcodes not being read. The algorithms are encoded in the barcode for results calculation, and when they were not read, the data was not captured on the control unit (cu). Thus, when the cobas e602 module calculated results, incorrect evaluation algorithms were used to output the results. This reconnection failure occurred after only the cu was rebooted. Under normal circumstances the cu will reconnect the communication and the cobas e602 module will be rebooted. The whole instrument will be initialized and at that time, the cobas e602 module will perform "reagent registration". Due to the failure of this reconnection, the e602 module was then in a power-off mask condition. The cobas e602 module was released from the power-off mask condition via software entry. Normal power-on procedures are to reboot the entire system including the core which brings the cu and core to standby together. This will prevent the issue from recurring in the future. The direct cause of the above phenomenon was the failed connection when the cu tried and failed to connect communication to the cobas e602 module.